Event description:
During the implant procedure, while using the inspire tunneler, the anterior jugular vein was nicked causing significant bleeding. The surgeon applied pressure to stop the bleeding. This resolved the issue.